Event description:
A customer reported receiving a ¿scan again¿ error message less than a day of wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain readings and experienced symptoms of sweating, tongue rolling, and a loss of consciousness. The customer was treated via a ¿feeding tube¿ with the assistance of a non-hcp and no further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh0074athr has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plug and damaged was observed to the guide tabs. The plug was seated correctly and therefore the damaged guide tabs did not cause the customer complaint. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again¿ error message less than a day of wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain readings and experienced symptoms of sweating, tongue rolling, and a loss of consciousness. The customer was treated via a ¿feeding tube¿ with the assistance of a non-hcp and no further information. There was no report of death or permanent injury associated with this event.